Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed with good numbers. The physician repositioned the rv lead twice to decreasing r-waves and requiring increasing rotations to extend the lead helix. With the last attempt, the lead helix would no longer extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.